Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to three electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly. The leaky filters caused leakage of the internal hlc batteries.

Event description:
The customer initially reported that their device was showing a charge-pak icon. After an evaluation of the device by physio-control, it was observed that there was internal electrical leakage which caused the internal hlc batteries to deplete. There was no patient use associated with the reported failure.